Event description:
Patient reports discomfort in her armpit approximately 10 months after surgery with biozorb marker implantation for breast cancer. There are no further details about the surgical procedure, patient information, or surgeon information.